Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was no longer able to hear with the device. A CT scan was performed and revealed that the electrode migrated completely out of the cochlea. Recipient was re-implanted with a new device.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the active electrode array migrated completely out of cochlea, as confirmed by diagnostic imaging. In situ measurements from april 2019 showed two channels with high impedance, which was likely caused by the electrode migration. Additionally, the recipient suffered of a device unrelated condition few day after implantation i.e. Upper respiratory tract infection, that led to collection and pain at the magnet side when wearing the external device. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Recipient was not able to hear with the device. A CT scan was performed on april 16, 2019, and revealed that the electrode migrated completely out of the cochlea. Per internal registration information a complete insertion was made at implantation and CT scan performed one day after implantation showed good configuration of the array inside the cochlea. The recipient was re-implanted with a new device with another electrode type (+form24) due to surgical choice. Recipient is doing well and benefits from the new device.